Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 694765 lead, implanted: (B)(6) 2008; a 5076-45 lead, implanted: (B)(6)2008; a 419478 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a device follow-up it was determined the patient's implantable cardioverter defibrillator (ICD) needed to be replaced due to suspected early battery depletion resulting from elevated pacing threshold on the left ventricular (lv) lead. The ICD was explanted and replaced. The lv remains in service and no actions were taken. No patient complications have been reported as a result of this event.